Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device malfunctions and frequently requires a password. There was no reported patient involvement.

Manufacturer narrative:
Part# 453564580931, (xl+ fco86100172 spk). Part# 453564570771, (xl+ pca therapy board). Part# 453564570781, (xl+ pca processor board).